Event description:
It was reported that during use on patient, cardiosave intra aortic balloon pump (iabp) had unit shut down. There was no harm reported to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, e1 (initial rep name and email), h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) inspected the unit and initiated pumping using a known iab and system trainer with ECG triggering at 80 bpm and 130 bpm for approximately 30 minutes. The device functioned normally throughout testing, with no alarms or abnormal behavior observed. Further troubleshooting and review of the system logs revealed multiple fault entries associated with an interconnect issue involving the executive processor. Based on the log data, the fse replaced the executive processor (pcb) (d670-00-0770) as a precautionary measure. Software version b.17 was installed, and all required calibrations were completed. The unis passed all functional and safety test in accordance with the factory specifications. The unit was returned to the customer.the following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 9 july 2025. The failure analysis and testing dept. Received part number 0670-00-0770 with a reported unit failure of a shutdown while in use. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Ran unit for 2 hours. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au.